Manufacturer narrative:
Continuation of concomitant medical product(s): 4076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead has chronically high thresholds and intermittent undersensing noted on stored atrial egms. It was also reported that a high sensing integrity counter (sic) value was recorded on the right ventricular (rv) lead. The leads remain in use. No patient complications have been reported as a result of this event.